Manufacturer narrative:
(B)(4). Our investigation is currently in progress. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt041m non-vented hospital full face mask was not returned to fisher & paykel healthcare for evaluation. Therefore our investigation is based on the information provided by the hospital and our knowledge of the product. Results: the hospital staff reported that the mask was firmly fixed to the patient. A lot check revealed no other complaints of this nature for lot numbers 140203, 131030 & 131108. Conclusion: we are unable to determine the root cause of the problem reported by the customer. However, the reported pressure sores are most likely due to over tightening of the mask. Since the reported incident a fph representative has visited the hospital and discussed the correct fitting of the rt041m masks. The rep has scheduled a training session with the hospital staff on the correct fitting and sizing of fph hospital masks. The user instructions that are supplied with the rt041m masks illustrate the correct fitting of the mask to a patient and also state: -"this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff." -"if the patient experiences skin irritations, consult physician."

Event description:
A hospital in (B)(6) reported that the rt041 non-vented hospital full face masks were leaking and further reported an incident where a patient developed pressure sores on the bridge of the nose after two to three hours of use.

Event description:
A hospital in (B)(6) reported that the rt041 non-vented hospital full face masks were leaking and further reported an incident where a patient developed pressure sores on the bridge of the nose after two to three hours of use.